Manufacturer narrative:
This root cause evaluation is from main complaint ((B)(4)), there were four additional complaints ((B)(4)) all opened with the same reported issue/concern. (B)(6) 2021 09:29:55 cst (crowlett) sample evaluation: a photo and a sample were received for our investigation. We received one used guidewire as a sample for our investigation. We did not receive the guidewire in the white plastic casing. The rest of the pack was also not received. We observed a large section of the guidewire has lost its green coating and multiple small areas along the wire where the coating rubbed and frayed off. There is no damage to the guidewire and no other notable defect. Finished good pack build reviewed: there were no issues with the pack build that might have an impact on the issue. Trending: trending was reviewed and there have been 4 additional reported complaint(s) for this issue in the past 6 months. Component trending was reviewed and there have been four additional reported complaint(s) for this issue for component 29488 the last 6 months. Investigation summary: the account reported finding guidewire losing coating & fraying. The reported issue occurred in item dynjvb1259a (lot 21gla998). Based on the complaint details the root cause is considered to be a vendor product issue relating to the component manufacturing process. Zcd00003/defect confirmed: supplier mfg/error (non-medline branded). Actions taken and recommendations: we will be discontinuing the use of this argon guidewire in all packs immediately due to this being a recurring issue with this vendor's ptfe coated guidewires as well as to prevent this issue from reoccurring and possibly harming patients. We recommend working with the account manager to find an alternative guidewire as this specific component has had this issue in the past and we will be discontinuing this component in all packs moving forward and we recommend not using any of these components that you have on hand. This complaint has been provided to the vendor for further evaluation. Our supplier quality team will also monitor this issue for trending purposes.

Event description:
It was reported, the guidewire provided in medline cath pack (dynjvb1259a) is losing its coating and fraying with as little as two passes down a catheter and into a patient.